Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and it was observed that the device failed the cutter insertion acceptance test and visual assessment. Evidence suggests this was due to usage / wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding an attachment device in which the device had an "unknown issue". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if injuries or medical intervention were reported. The exact event date is unknown. However, the reporter clarified the event occurred in (B)(6). No additional information is available.